Manufacturer narrative:
Result: brake plate kits. Conclusion code: service tech evaluated the unit and provided the results of the brake pull test to the facility's engineering department; awaiting instruction from facility as to how to proceed.

Event description:
It was reported by service report that there was a reduction in brake force. No pt involvement or adverse consequences were reported.